Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical, mechanical, visual inspection and x-ray analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.